Manufacturer narrative:
The pump was received with unresponsive keypad. Unable to perform the self test due to unresponsive keypad. Unable to download history files and traces using thump due to unresponsive keypad. The keypad overlay was peeled off and found no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and unresponsive keypad was noted. The original pcba 2 was installed and swapped out with a working test pcba 1, test case, internal battery and motor. Powered the pump on using the aa 1.5v battery and no unresponsive keypad was noted. The pump was able to navigate the menu, continued self test, download history files and traces using thump. The pump passed the self test. No unresponsive keypad noted while using a test pcba 1. Successfully downloaded pump traces and history file using thump. There was no pump error 61 (stuck key alarm) recorded in the formatted history file prior to the event date. There were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 26-jun-2024 in the formatted history file. Unresponsive keypad was confirmed, problem isolated on the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to perform the required testing, download history files and traces using thump due to unresponsive keypad. However, a test pcba 1 was used, powered the pump on, performed self test, download history files and traces using thump. Stuck button alarm was not confirmed according in the formatted history file. However, unresponsive keypad was confirmed, problem isolated on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported receiving a stuck button alarm. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.